Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) continued to deliver insulin after the insulin delivery function was paused.